Manufacturer narrative:
No product is being returned for evaluation. Reinforced surgical technique to customer.

Event description:
Surgeon reported a calaxo incident where the pt experienced effusion into the joint. No other info is available for this incident.